Manufacturer narrative:
The pump had cracked battery tube threads, a cracked reservoir tube, a broken reservoir tube lip, and minor scratches on the display window. No damage was found on the pump internal wiring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 13.7mmol/l. Customer stated that the internal wiring and the top of the reservoir compartment are broken. Customer is using an old pump for the moment. Customer was advised that we will send a new replacement pump and the old will come back for analysis.